Manufacturer narrative:
During analysis, the reported error could not be replicated. However, the error was confirmed via a review of device logs. It was also determined that the error was related to an incorrect setting on the compact flash.

Event description:
Related MFR no. 3004936110-2018-00317. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.